Event description:
The complainant reported using the humidifier on the floor. His daughter was sitting on the ground by the humidifier, when water leaked from the unit causing 2nd degree burns to her shins.

Manufacturer narrative:
Unable to determine how hot water was able to come into contact with the shins off a child. See scanned pages.